Event description:
According to the hosp's risk manager, a 20f peg tube snapped as the physician attempted to remove it by the traction method. The internal retention dome was not retrieved from the pt's stomach, but passed spontaneously without sequelae. The hosp also stated that no other device such as a styet was used to assist with the removal.